Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and also stated that the insulin pump had blank display. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer also stated that the display did not return and this is not the second occurrence of replace battery alert without a low battery warning. The customer was assisted with troubleshooting. Insulin pump will be returned for analysis.